Event description:
Event: unresolved type 1 endoleak. Event narrative: patient with a tortuous and angulated superior neck. The patient was implanted with an ancure bifurcated graft. Final CT showed a type 1 endoleak that could not be resolved during the procedure. No intervention was performed at the end of the procedure. The patient is scheduled to be seen in one month for re-evaluation.